Event description:
A peritoneal dialysis (pd) pt reported being diagnosed with peritonitis on (B)(6) 2014. The pt was prescribed vancomycin and has been able to continue cycler-based pd treatment.

Manufacturer narrative:
Fresenius med has contacted the pt's treatment provider to request relevant med info to support the clinical investigation process. This report is being submitted as part of a sys level review, which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.